Event description:
The pt felt discomfort due to the position of the implantable neurostimulator. The hcp decided to move it from the gluteus to the abdominal area. The device was functioning correctly at that time. Intraoperatively, the stimulator was disconnected and dipped in betadine then cleaned with physiological solution. The extension was replaced. When the device system was reconnected, impedances were all greater than 4000 ohms. The hcp disconnected the extension from the lead and stimulator to clean the connections, but this action did not resolve the impedance issue. The impedances remained high several days later. The hcp was monitoring the pt. No further remedial actions had been planned at the time of the report. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.